Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) was unable to determine the root cause of the wire coming loose was unknown, but the lead was removed on (B)(6) 2017. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device.

Event description:
Information was reported regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had been tired, constipated, and one of their wires came loose but it was still connected and working. Patient had reportedly been increasing stimulation. No further complications reported/anticipated.